Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of two for the same event, reference 3003853072-2016-00112.

Event description:
The surgeon used final screwdriver shaft to tighten the screws, both the final screwdriver shaft and blocker broke when surgeon tried to tighten the blocker. The patient did not retain a foreign body and the surgery was completed with devices of the same reference number.

Manufacturer narrative:
The device was not returned for evaluation; no evaluation could be performed. A review the manufacturing records did not identify any issues which would have contributed to this event. The compliant cannot be confirmed.